Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a fluid discharged. During the procedure everything went well. After the procedure they checked the patient with the tee and there was some fluid coming. The pressure of the patient was also really low. At the beginning they thought it would be a tamponade, but it stabilized so it wasn't. We don't know yet the consequences. The cause is unknown. Device return status it's unknown. No information provided on the patient's health status.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to 'pericardial effusion' and 'hypotension'. There is no evidence that any updates to the document are required at this time. Risk assessment: a risk review performed for the farawave device confirmed that the event of pericardial effusion, hypotension and additional intervention required are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. Pericardial effusion is an expected procedural complication addressed within the IFU for the farawave catheter. It seems like the hypotension occurs as consequence of the pericardial effusion. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a patient experienced a fluid discharged. During the procedure everything went well. After the procedure they checked the patient with the tee and there was some fluid coming. The pressure of the patient was also really low. At the beginning they thought it would be a tamponade, but it stabilized so it wasn't. We don't know yet the consequences. The cause is unknown. Device return status it's unknown. No information provided on the patient's health status.